Event description:
It was reported that during an unknown laparoscopic procedure, scissoring occurred in the 1st device. The clip was not fed into the jaws properly from the 1st firing in the 2nd device. The devices were used around the colon. There was no torquing or twisting of the device present. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what is meant by "the clip was not fed into the jaws properly?" Does this mean slow feed, multiple feed, sideways feed? Please provide more detail. The information was not provided from the hospital.